Manufacturer narrative:
The device has not been received within our facility at this time. A f/u report is going to be submitted as soon as the device is received and final analysis has been conducted.

Event description:
Per received report: the coil stretched during insertion into the target aneurysm. The coil was safely withdrawn with no pt injury or complication reported post surgery.